Manufacturer narrative:
Collamer® ultraviolet-absorbing posterior chamber single piece foldable intraocular lens. Device evaluated by manufacturer? No. (B)(4). Lens not returned.

Event description:
The reporter stated the surgeon inserted a cc4204a collamer single piece lens, +20.0 diopter, and the surgeon noted, looking at the lens under the microscope, the lens appeared "cloudy." The lens was removed within the same surgery with no patient injury and the backup lens (same model and diopter) was implanted. A suture was required to close the incision. The reporter stated the cloudiness of the lens was not apparent prior to insertion. The reporter stated they felt the lens was defective.

Manufacturer narrative:
Visual inspection of the returned product found the lens optic and both haptics torn, with a piece torn off and missing. The lens was returned in liquid. Based on the complaint history, work order search, medical review and product evaluation, a specific root cause of the event could not be determined. (B)(4).